Event description:
A report was received from a doctor regarding a memorylens that was implanted in the pt's right eye in 1999, which lens had opacified. At exam in 2002, the pt's visual acuity was 20/200 os. 5 days later the iol was explanted and replaced with another lens. The doctor stated that the pt's condition was stable, and their prognosis for the pt was marked as "good-vision improving".